Event description:
In 2008, the patient reported the piston rod on his insulin infusion device sticks during the change the cartridge procedure. He said the piston rod retracted all the way to the bottom of the cartridge chamber and remained there and continued to make noise. The device eventually timed out and went to the stop screen. When he tried to prime the infusion set, he received an e10 (cartridge error) message. He stated when he repeated the change the cartridge procedure he again received an e10. He stated the device has not been dropped or exposed to water but insulin has been spilled inside the cartridge chamber in the past. The patient switched to an alternative insulin therapy. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.